Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system (B)(6) 2011. It was alleged within months after the initial implant procedure, the plaintiff experienced "extreme pain and discomfort and suffered the onset of increased urine leakage and infections," as well as "severe physical and emotional injuries," and other damages.